Event description:
Event description boston scientific received information that this pacemaker was removed due to patient death. There was no allegations regarding device involvement. The device was returned for analysis.